Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977c165 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer's representative (rep) regarding an implantable neurost imulator (ins). It was reported that the patient lost feeling in the lower extremities in post operation. The clinical staff performed diagnostics and troubleshooting activities. The scs system was removed. The cause of the loss of feeling was unknown. The hcp stated that it was probably external spinal cord compression from the lead, it was noted that they did not find a hematoma. There were no diagnostics performed by the hcp as the patient was immediately taken back to surgery for removal of the lead and a t9-10 laminectomy. The loss of feeling was partially resolved. No further complications were reported or anticipated. No device allegations were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.